Event description:
Boston scientific received information that this right atrial (ra) lead and competitor device exhibited high out of range pace impedance measurements. When performing provocating testing of the device pocket and isometric tests impedance values were observed within normal limits; an incomplete fracture was suspected. The physician chose not to intervene and no changes were made to the implanted system. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.